Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to clear the e315 error by shutting off the tower, plugging in the scope, and powering the device back however, the issue persisted. The customer confirmed that the scopes work normal in other cv-190 towers at the facility. Tac advised sending in the unit for evaluation and repair but the customer opted to do it later. The customer later email tac to confirm that the device will not be sent in for repair and suspected a wiring malfunction as the cause of the error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display an e315 error when any scope is connected. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b315 error could not be identified. However, it is likely the cause is related to a communication failure between the camera head and the processor. Olympus will continue to monitor field performance for this device.